Event description:
The customer called technical support (ts) reporting that the machine pressure is not reading correctly on new device. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Based on information provided, the customer reported there was no patient involvement at the time the issue was discovered. Bench repair evaluated the device and was unable to duplicate the reported problem. A full performance verification has been performed and the device passed all tests successfully. Bench completed tests 4 through 7 (all pressure and flow related tests) with no issues. Customer advised that the device fails at 1cm h2o. Bench advised that this is no longer a required value for testing. Bench recommend double checking the version of manual that the customer is using. Bench advised current revision is rev p. Regardless of this, there was machine and proximal pressure on the unit at 1cmh2o. Proximal is lower than machine pressure but still within the old thresholds. It was also noted that when bench was unboxing the unit, they found the display damaged. It is assumed this has occurred during transport and repair costs associated will need to be discussed between the customer and the courier. This damage is only to the touchscreen - from a visual inspection it does not appear to have damaged to the lcd. Bench provided quote for parts and repair.